Event description:
It was reported that following a colon resection procedure, the pt returned 11 days postoperatively with complications. During the original procedure, the staple line looked fine and the anastamosis was tested. An exploratory surgery procedure was executed and it was found that the anastomosis was leaking. The anastomosis was removed and the surgeon hand sewed the closure. The pt is in stable condition.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.